Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws had some signs of clinical usage. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was outside the cannula in the straight position. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "toggle switch remained in on position" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, during branch ligation, after three quarters complete, it was noted the activation toggle switch would remain in the "on position" having the device in a continuous activation. The harvester was required to move the switch into the "off position" to discontinue the activation. The device was pre-tested on a wet sponge. The device was gently cleaned with a wet sponge during the procedure. There was minimal to moderate smoke during the procedure. The generator power setting was level 3. The harvester was able to complete the procedure satisfactory with no harm or injury to the pt or the conduit. The harvester did not replace the device to complete the procedure. The product was returned.